Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured 09/13/2015 - 09/15/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate device was leaking from the white vial adapter. This occurred during infusion of doxycycline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.